Manufacturer narrative:
Event date: exact date unknown, event occurred in august. Additional suspect medical device component involved in the event: product family: scs-lead fixation; upn: m365sc43160; model: sc-4316; batch: 28820366.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned due to hospital policy.